Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted; that the dissector balloon was disengaged from the cannula. The trocar balloon, obturator, locking collar and valve seals all appeared intact. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. All other components functioned properly. The condition of the dissector balloon precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia repair procedure, the balloon did not come off the trocar. The surgeon had to use an instrument to pull it off. No harm was caused to the patient. The device is expected to be returned for evaluation.